Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding and corrosion of connector contacts. There was no patient involvement.

Manufacturer narrative:
The device evaluation found cable flooding and corrosion of connector contacts. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the water was flooded from the part where the cable sheath was peeled off. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.